Manufacturer narrative:
The full lead was returned and analyzed and the inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was placed, but dislodged during the placement of another lead. Radiographic markers indicated that the helix extended but when removing the stylet, the lead dislodged again. Multiple attempts were made to no avail. The lead was removed and new lead was placed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.